Event description:
Same pt as MDR 6000093-2006-00287. It was reported that 71 days after a coronary artery drug eluting stenting treatment procedure the pt underwent a target vessel reintervention (tvr). Another tvr occured 221 days post index procedure. A myocardial infarction (mi) happened 334 days post index procedure followed by another tvr 335 days post index procedure. The pt was enrolled in the 2 program on the date of the index procedure. Target lesion 1 was located in the 1st diagonal with 70% stenosis and was 15mm long with a reference vessel diameter of 2.75mm. The lesion wa mildly tortuous with mild calcification. Target lesion 1 was treated with direct placement of a 3.0x16mm taxus stent, with 0% residual stenosis following post-dilatation. The pt was discharged. The pt was admitted to a non-enrolling hospital with complaints of recurrent precordial chest pain radiating to the jaw and right arm, 66 days post index procedure. ECG showed pacded rhythm with non-specific st and t wave change, troponin levels were negative. Left coronary angiography 67 days post index procedure revealed 75% stenosis of the lad just prior to a previously placed lad stent, which was noted to be patent. The large 1st diagonal was also noted to be patent. The pt was transferred to the study site 71 days post index procedure for recommended ivus evaluation of the lad and possible intervention. Left coronary angiography revealed diffuse mild to moderate disease of the lad and 1st diagonal with 40-50% in-stent restenosis of the previously placed 1st diagonal stent. There was also persistent 70% restenosis proximal to the previously stented segment and 50% restenosis distally. The 1st diagonal was treated with balloon angioplasty and placement of a 3.0x28mm cypher stent, with no residural stenosis following post-dilatation. The long stent covered both proximal and distal peri-stent lesions. Of note, occlusion of the lcx from guidewire-induced dissection of the proximal vessel at the beginning of the procedure was treated with balloon angioplasty and placement of a 2.75x28mm taxus stent. Per catheterization report, final angiography showed reconstitution of the lcx lumen without residual stenosis, dissection, or compromise of the side branches. The pt experienced chest pain overnight post-stenting which was not associated with acute ECG changes. He was discharged two days later on continued asa and plavix therapy. In the opinion of the physician there was a probable relationship between the taxus stent and the tvr. The pt was admitted for cardiac catheterization to evaluate symptoms of recurrent angina 221 days post index procedure. The pt initially presented to a non-enrolling hospital (date unk) and was transferred to the study site for further evaluation and possible intervention. Left coronary angiography revealed 40-50% stenosis of the 1st diagonal proximal to the previously stented segment with evidence of in-stent restenosis in the distal portion of the stent. The 1st diagonal was treated with direct placement of a 2.5x16mm tacus stent, with no residural stenosis following post-dilatation. The taxus stent covered the area previously treated with a cypher stent. The pt was discharged one day post tvr on continue asa and plavix therapy. In the opinion of the physician there was a probably relationship between the taxus stent and the tvr. The pt was admitted, 334 days post index procedure, to a non-enrolling hospital with complaints of severe mid sternal chest pain associated with shortness of breath, nausea, and vomitting. ECG showed significant t wave changes in the anterior leads and new st segment depression. The pt was treated with IV nitroglycerin and integrillin, and he experienced further chest pain overnight. The tropinin level was noted to be elevated, and the pt was subsequently transferred to the study site, 335 days post index procedure, for further evaluation and possible intervention. The pt was diagnosed with a non-q wave myocardial infarction, however, cardiac enzymes did not meet guideline criteria for mi. The site reports mi based on elevated troponin levels and clinical presentation. Treatment was continued with asa, plavix, antihypertensives, and IV heparin, and the pt was referred for cardiac catheterization. In the opinion of the physician and the mi is not related to the taxus stent, or the target vessel. Left coronary angiography 335 days post index procedure revealed total occlusion fo the previously placed 1st diagonal stent. There was also total occlusion of the mid lcx involving hte distal portion of the previously placed proximal lcx stent. In-stent restenosis of the 1st diagonal was treated with aggressive balloon angioplasty. Angioplasty results in the distal portion of the stent was suboptimal despite the establishment of timi 3 grade flow, and no further stents were placed in the 1st diagonal which was considered chronically occluded. The lcx was successfully treated with balloon angioplasty and a 2.5x28mm cypher stent which overlapped the distal portion of the previously placed lcx stent. The pt was discharged one day post tvr on continued asa and plavix therapy. In the opinion of the physician there was a probably relationship between the taxus stent and the tvr.